Event description:
It was reported the customer experience a low blood glucose (bg) level in the 30 mg/dl range; cause was unknown. As a result, customer lost consciousness, experienced a concussion and broken leg, as well as sprained foot and back pain. Customer required assistance from her spouse top consume glucose tablets and ultimately took her to the emergency room (ER) on an unspecified date in (B)(6) of 2024. While in the ER, customer was treated with apple juice and released the same day approximately 4 hours later with the issue resolved and no permanent damage. Customer continued to use the pump for insulin therapy.